Event description:
Pt received custom christensen tm joint on the right and a stock christensen tm joint on the left side in 1996. Everything was different after the implant; pt experienced a great health decline and was unable to use hands to do job and on disability since 2004. Presently the left joint is causing a lot of pain and is popping and pt feels the joint has failed. Pt has contacted the MFR but is unable to get any response.